Event description:
Consumer called to report high readings with her meter. She kept giving herself insulin and passed out. Emt was called for assistance.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.